Event description:
The customer reported an etopside chemo leak. The received set had the following info written on it: ¿g15 etoposide chemo leak, hang at 0145 am, broke @ 0930 ¿ pt lying in bed, clear tubing coming off/ separating from blue tubing¿. The customer also reported that they ¿felt that the module may have caused the leak, because it was running for several hours before the leak was discovered¿. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected devices have been received but the eval is not complete. A follow up report will be submitted with the results of the investigation once it has been completed.